Event description:
The reason of the call was caller stated that the controller cannot be used to adjust the patients setting without any recharger plugged in. Caller also mentioned that the patient cannot feel any stimulation even they set it high enough, agent redirected the caller to their managing medtronic rep to unpair and repair the controller to the implant. Caller mentioned recharger, battery pack and controller has been recently replaced. See previous case.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the patient not feeling stimulation and not being able to adjust was that the remote was not responding to the implantable neurostimulator (ins) in their back. They are waiting to see if their manufacturer representative (rep) can fix the wireless feature. No actions have been taken as there is still no response from the rep. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.